Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2316-50e, serial/lot#: (B)(4), description: infinion 1x16 perc lead and splitter 2x8 kits. The explanted leads were not returned to bsn as they were kept by the medical facility. It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that a trial patient developed a chest infection. The patient was also experiencing respiratory problems. The patient's trial leads were removed and he was prescribed antibiotics. The physician does not know if the infection is device or procedure related.

Manufacturer narrative:
Additional information was received that the patient was experiencing shortness of breath and flu like symptoms.

Event description:
A report was received that a trial patient developed a chest infection. The patient was also experiencing respiratory problems. The patient's trial leads were removed and he was prescribed antibiotics. The physician does not know if the infection is device or procedure related.